Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient is reportedly doing well with the new device. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test was compromised due to the excessive fluid intrusion through the gross leak at the braze. The internal visual inspection revealed that most of the electrical components had been detached due to fluid intrusion through the gross leak at the braze. The failure of this device is attributed to excessive moisture through a gross leak at the case-band braze. This ultimately caused this device to cease functioning. This older device configuration is no longer manufactured. This is the final report.